Event description:
Parents went to wake up their daughter and check on her fever, ever since pt has had this catheter she has had an infection (unspecified as to source). They turned her over and she had blood everywhere on her chest. She was rushed to the hosp and there she rec'd 3 units of packed red blood cells and other fluids.